Event description:
It was reported that a user experienced dexcom g7 signal loss to the ilet while glucose data remained visible in the dexcom app, and the user requested assistance reconnecting the sensor to the ilet. Symptoms included no adverse clinical effects and no alerts or alarms reported. Outcomes included no impact to blood glucose management and no need for medical care or hospitalization. Investigation included assisted troubleshooting and education, including toggling dexcom g6/g7 settings, restarting the ilet, and advising the user to allow time for pairing completion using the provided pairing code. Investigation of this case revealed a communication pairing issue between the ilet and the dexcom g7, with no device damage or malfunction identified and no sensor performance concerns indicated. It was concluded, based on previously established findings for similar reports, that the cause was user-system connectivity pairing difficulty that resolved or is expected to resolve with standard troubleshooting.